Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Corrected fields: h2, h6, h11. In addition, the reportable malfunction was identified during the device evaluation: corrosion on forceps elevator lever (k-lever). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction corrosion on forceps elevator lever (k-lever) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields- h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited old and peeling glue. There was no patient involvement.